Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response and other. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, asthma, and inflammatory response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed the control knob was missing. An unknown brownish contamination was observed along the edge of the ui panel, on the top enclosure and in the blower motor. What seemed to be a dried liquid spot was observed on the top enclosure. Small scratches and unknown contamination were observed on the left panel. Potential dried liquid spots with a dust-like contamination consistent with mineral deposits were observed in the iso port, on the blower housing between the blower outlet bellow and iso port, and also on the bottom of the blower motor. Manufacturer observed a potential insect on the sound abatement foam and in the bottom enclosure. Dust-like contamination was observed on and under the top enclosure, on the right panel, in the air inlet, on and in the bottom enclosure, on the pca, on the blower cap the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.